Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The surgery for relocation of the ipg occurred on (B)(6) 2019.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgery occurred to relocate the ipg, which addressed the issue.